Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via left artery. The 80% stenosed, 3.5mmx27mm, eccentric, de novo target lesion with a bend of <=45 degrees was located in the mildly tortuous and moderately calcified left circumflex artery. After a 6f non-bsc guide catheter and a pt2 ms 185 guidewire were crossed the lesion, pre-dilation was performed with a 3.50x20mm non-bsc balloon catheter resulting to 26% residual stenosis. A 3.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient's status was stable.